Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found due to burn on distal end, insulation resistance value at distal end did not meet the standard value based on the results of the investigation, the possible cause and root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope had burn at distal end. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on final investigation. Updated fields: h2, h4, h7 and h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.